Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high impedance. The patient¿s device was subsequently programmed off. X-rays were taken but the physician¿s assessment of the images has not been provided to the manufacturer. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.